Event description:
The medwatch form stated: the ligasure jaws locked during use and prevented the surgeon from being able to cauterize or cut tissue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4)2011. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.